Event description:
During device check, the raceway lid of the thermogard xp ivtm system (sn (B)(4) was broken and detached. No patient involvement.

Manufacturer narrative:
The reported complaint that the raceway lid of the thermogard xp ivtm system (sn (B)(4) was broken and detached was confirmed during visual inspection. The metal latch was broken, and the clear lid was detached. The screws were observed to be stripped. The possible root cause of the reported issue is mishandling. Upon visual inspection, no other physical damage was observed on the thermogard ivtm system. Upon review of the event log, no irregularities were found. The thermogard console failed the initial functional test due to the broken raceway lid. The start menu cannot be reached due to the broken lid. The raceway was replaced to address the damage. The console passed power-on self test (post) without any issue after the replacement. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).